Manufacturer narrative:
Analysis of the patient exams was performed. The imaging system scans had the nose cutoff, and the computed tomography (CT) had a towel and bumps on the top of the head that were not present in the imaging system scans.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the site updated the entry point after sterilization and found it to be 2.5 mm off. Target was aligned, entry reset, microelectrode recorded, and an additional spin was about 1 mm parallel to the plan. The microelectrode was removed and placed the lead. Confirmation spin showed the lead was 2.7 mm off target, however, the test stimulation still came back with a good response. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.